Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was reported that the patient was hospitalized and was treated with vancomycin injection (1.5gm, ongoing, route, frequency not reported) and fortum injection (1gm, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. It was reported that the patient has been retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged from the hospital and has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.